Manufacturer narrative:
The unit did not alarm button error during testing. The unit had an intermittent down arrow button response due to corroded keypad traces. The unit had a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. Visual inspection showed damage was to the display window corner and not the lcd display window as reported by the user. (B)(4).

Event description:
The customer called in to report a button error alarm, a keypad anomaly, and cracks on the display. The customer's blood glucose level was unknown. No further details were provided.